Event description:
It was reported that a patient experienced a low glucose event detected by a Dexcom G7 continuous glucose monitor, with a lowest reading of 59 mg/dL over approximately 45 minutes and no reported symptoms, after which the patient ingested carbohydrates including juice and yogurt and the glucose rose to 87 mg/dL; the cause of the hypoglycemia was unclear. Symptoms included an asymptomatic hypoglycemic reading. Outcomes included self-treatment with oral carbohydrates and resolution of the low glucose without escalation of care. Investigation included case documentation and troubleshooting education on proper hypoglycemia treatment and monitoring for upward trends after 15 minutes. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.